Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was opened for use in the colon during a colon polypectomy procedure performed on (B)(6) 2014. According to the complainant, during preparation, the snare was tested and the proximal part of the plastic sheath detached. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of working length detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the flare has detached. Evidence of flare process is present in the catheter. Functional testing could not be performed due to the flare detachment. The complaint that the flare detached was confirmed. The investigation failed to indicate a potential or definite root cause for this complaint. Therefore, the most probable root cause of this reported event is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was opened for use in the colon during a colon polypectomy procedure performed on (B)(6) 2014. According to the complainant, during preparation, the snare was tested and the proximal part of the plastic sheath detached. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.